Manufacturer narrative:
(B)(4). When the other sasuke dual-lumen catheter (MFR report #: 3003775027-2020-00021) used in the same procedure was returned to the manufacturer, a reportable malfunction was recognized for the first time. It was also reported that the second sasuke (this report) had the same damage. Therefore, the date the manufacturer became aware of the event was considered the date the other sasuke returned. Device evaluation could not be performed because the device was discarded by the facility. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information, it was presumed that tensile stress generated with removal had contributed to the observed tearing of the shaft tube. With the distal part of the catheter being pressed by the concomitant balloon, movement of the concomitant guide wire would be restricted. Further applied tensile stress localized on the welded joint of the middle and proximal tubes and torn the two tubes apart. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [precautions] this product must be manipulated while checking the product's motion under high-resolution x-ray fluoroscopy. In addition, if any resistance is felt during the manipulation of this product, interrupt the manipulation, and check the cause under high-resolution x-ray fluoroscopy. If it is judged that the cause of the resistance is due to damage of this product, carefully remove the product while paying attention to the product not to fracture using procedure such as surgical operation if needed; [precautions] be sure to remove this product after confirming this product is not fixed with the lesions or devices used in combination when removing this product; and, [malfunction and adverse effects] damage.

Event description:
It was reported that a pci was performed to treat a 90-99% occlusion in the lad #6 though d1. A guide wire was placed in the main lad and then an asahi sasuke dual-lumen catheter was delivered over the guide wire to place another guide wire in d1. A non-asahi kusabi trapping balloon catheter was used to remove the sasuke catheter when strong resistance was met and elongation of the shaft tube was noted. A new sasuke catheter was replaced; however, the same situation occurred during removal with the kusabi balloon. A short, non-asahi dual-lumen catheter was used instead to presume the procedure. Stent deployment was successfully performed with reestablished blood flow. There were no adverse patient effects associated with this event and the patient was discharged home.